Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Event description:
The complainant reported during impella cp support, the 88-year-old male patient experienced ventricular fibrillation (vf), arrested, and cardio-pulmonary resuscitation (CPR) was initiated. The patient coded for 15 minutes. Post case support was provided in cath lab (ccl). Patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.